Event description:
Patient reported left side capsular contracture baker grade unknown and implant removal from textured to smooth due to the concerns of the product. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported left side capsular contracture baker grade unknown and implant removal from textured to smooth due to the concerns of the product. Healthcare professional later reported left side capsular contracture baker grade ii and left side rupture found during surgery. Device has been explanted and replaced. Peri-implant partial capsulectomy and superolateral capsulotomy were performed.

Manufacturer narrative:
Correction to g.3. Aware date of initial medwatch. Aware date should have been listed as 11-dec-2023. Reason for reoperation: n/a; contralateral side rupture was the indication for surgery, left side rupture found during surgery

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed an opening assessed as unidentified (tear) opening (shell thickness within specification) and an opening assessed as surgical impact opening (shell thickness within specification). ¿ anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. ¿ pain: unable to observe as it is not related to the manufacturing process. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported left side capsular contracture baker grade unknown and implant removal from textured to smooth due to the concerns of the product. Healthcare professional later reported left side capsular contracture baker grade ii and left side rupture found during surgery. Device has been explanted and replaced. Peri-implant partial capsulectomy and superolateral capsulotomy were performed.